Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. It was unknown if the patient was hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (route not reported, 2 grams, frequency and duration not reported), fortum (route not reported, 1 gram, frequency and duration not reported), tobramycin (route not reported, 40 milligrams, frequency and duration not reported), and heparin (route not reported, 2500 unspecified units, frequency and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. At the time of this report, the patient was recovered from the event. No additional information is available.